Event description:
I had severe stomach pain for almost 24 hours, and thinking it was my gallbladder or something, tried to tough it out. I finally had to be rushed to the emergency room, to later learn that the tubing of my lap band had wrapped around my intestines. I had surgery the next morning to undo this. About 6 months later, I learned that my lap band had eroded into my stomach. I feel that this was in part due to having 1.5 liters of fluid in my stomach for almost 1.5 days, pulling down on my stomach when the tubing wrapped around my intestines. Ever since, I've had unusual deep belching, as if there's a pocket in my stomach collecting air. Two of my friends are also having difficulty with their bands. This product should be recalled!